Event description:
It was reported that the right ventricular (rv) lead had an increase in capture threshold and measured high impedance. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011. (B)(4).